Event description:
It was reported that during the unknown procedure, the device got stuck on the patient. After multiple attempts, they were finally able to to remove it. They used a like device and it worked with no patient harm.

Manufacturer narrative:
(B)(4). Batch # unk. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 9/26/2022. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslx120l device was received with no apparent damage. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All tones were heard during functional testing. No issues were noted with the opening and closing of the jaws. There were no anomalies noted with the functionality of the device. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified.